Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the broaching part of the case, the sz4 broach wouldn't disengage from the broach handle. Since there was another broach handle on the table. On later inspection of the broach, there was some wear or burring on the broach trunion. Itlooks like the wear is from the calcar reamer being slightly torqued during reaming.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.